Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to the emergency room on (B)(6) 2016 with a blood glucose level of 162 mg/dl. Customer was on medication that affected his blood pressure. Customer stated that he had a high blood glucose level that morning that was over 500 mg/dl. Customer stated that it was caused from overeating from a low blood glucose level from the previous day. Customer's blood glucose was low because he was working outside. Customer stated that he had double vision and was not admitted due to his blood glucose. Customer was put on an insulin drip while he was treated. Customer was wearing the pump at the time of the hospitalization. Customer stated that when he replaced the battery, he needs to hit it to get the screen to turn on. Customer was advised to discontinue use of the pump.